Manufacturer narrative:
E3 - occupation: corrected. G2 - report source: corrected. H6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly was not confirmed. The centrimag console (serial number (B)(6) was not returned for analysis, and no log files were provided. Available information indicates that no adverse patient consequences occurred as a result of the event, and that the issue resolved after the motor was exchanged; however, the cause of the event was unable to be isolated to an issue with the returned motor (evaluated separately). The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that log files were not downloaded for evaluation. The same console was used after the event when changing the motor and did not present any operational problems to date. The patient reported to have recovered satisfactorily with no complications related to the event. Due to the law on the processing of personal data, further information could not be accessed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the ICU on extracorporeal membrane oxygenation (ECMO) for acute respiratory distress syndrome (ards) due to opportunistic organisms due to acquired immunodeficiency syndrome (hiv). The patient required ventilatory support and increased ventilatory parameters and inotropic support only during the event. During support the motor suddenly stopped without issuing any alert. The staff immediately identified that the motor had stopped. Ventilatory and inotropic support was increased to the patient. An emergency motor change was performed and flow was restored without any problems. Only the motor was exchanged, not the console. After the event, the patient was hemodynamically stable. The patient was well and had no consequences or problems associated with the event.